Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse had found the patient in the shower unresponsive, and the patient was admitted to the emergency room for cardiac arrest. A right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained episodes and short v-v intervals. Oversensing and undersensing were noted on stored atrial and ventricular electrograms. In addition, high thresholds were exhibited on the rv lead, and atrial/ventricular capture could not be confirmed. It was noted that the patient had received anti-tachycardia pacing and appropriate shock therapy, however they passed away that same evening.